Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Patient complains of pain and bowel concerns. Patient reported that she was admitted to the hospital and was diagnosed with bowel obstruction. It was also reported that the patient was inquiring about "pain and suffering" .